Event description:
'It was reported that approximately 5 days after the annular implant of this transcatheter bioprosthetic pulmonary valve in a patient with infrequent premature ventricular contractions at baseline, a post-implant holter study revealed sinus rhythm at 49 to 102 beats per minute (bpm) with blunted variability. Additionally, the study revealed very frequent periods of isochronic idioventricular rhythm at 62-76 bpm, a mean heart rate of 70 bpm, and occasional isolated predominantly monoform ventricular premature beat (vpb) and vpb pairs. The longest run of idioventricular rhythm lasted approximately 25 minutes at a rate of 70 bpm. A follow up holter study at 6 months post valve implant revealed only infrequent isolated vpbs of variable morphologies and rare vpb pairs. Approximately 206 days after valve implant, ventricular fibrillation (vf) arrest during exercise was noted. The patient was converted to sinus rhythm with an automated external defibrillator shock. Subsequently, a subcutaneous implantable cardioverter defibrillator (idc) was placed. The following month, the patient experienced a first-time episode of sustained paroxysmal supraventricular tachycardia, which led to inappropriate but effective shocks from the ICD. An electrophysiology study and ablation procedure identified inducible atrioventricular (av) node reentry tachycardia. Radiofrequency ablation was performed to modify the slow pathway inputs into the av node. This was acutely successful. The patient was maintained on daily low-dose beta blocking medication post-ablation. An intracardiac electrophysiological study revealed a negative ventricular stimulation and normal conduction velocity across the ventricular isthmus, suggesting absence of any typical ventricular tachycardia substrate that may have preceded the vf arrest. An echocardiogram revealed mild pulmonary insufficiency, trivial pulmonary stenosis with a peak gradient of 17 mmhg, normal cardiac function, and mild right v entricle dilation, which was severe before the valve implant. The patient is alive 790 days post-implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to implant of the valve, the patient had a history of premature ventricular contraction's and a remote history of mildly accelerated junctional rhythm that contributed to the ectopy/arrhythmia. It was further reported that post-procedure rhythm was notable for frequent non-sustained ventricular tachycardia, which spontaneously improved with time. The patient's antiarrhythmic medication was discontinued 6 months after the implant of the valve, with reassuring subsequent holter monitor; however, the patient was currently taking an antiarrhythmic medication. Per the physician, the implant depth of the valve exacerbated the arrhythmia burden.